Event description:
It was reported to philips that the system was slow and did not respond. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the suite-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirm that the system was slow, and it was not responding. Review of the system log file didn't confirm the reported malfunction. Upon functional testing, the fse found that the review monitor displayed a black screen indicating a system malfunction so, the fse reloaded the suit pc software, but the issue persists. The defective suite pc was returned to philips for further analysis and the cause of the suit pc failure could not be conclusively determined by the supplier's part analysis however, replacement of the suite pc and reloading the software by fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.